Event description:
A report was received that the patient was explanted due to infection at the pocket site. The patient was given IV antibiotics prior to the explant. The physician does not believe the infection was device or procedure related. The infection has resolved and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.